Event description:
A surgeon reported having a pt who experienced negative dysphotopsia following intraocular lens (iol) implant surgery. The lens was exchanged for a competitor's lens. Medical records were received. Following the lens exchange, the pt's visual acuity did not improve much. One month following the exchange, the surgeon prescribed a trail of soft contact lens wear. Two months following, the pt reported seeing floaters. The pt had a slow recovery, but is now happy wearing a contact lens and has a corrected visual acuity of 20/20. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 06/16/2011, 06/17/2011 and 06/27/2011 by phone, fax and mail. Medical records were received 06/27/2011. A completed questionnaire has not been received. (B)(4).